Event description:
Partial abbott libre 2 sensor failures, new replacement policy. Partial failures 2024: (B)(6) 2024 lot ktp007609; (B)(6) 2024, lot ktp007482; (B)(6) 2024, lot ktp007607; (B)(6) 2024, lot ktp008298; (B)(6) 2024, lot ktp009906; (B)(6) 2024, lot ktp010149; (B)(6) 2024, lot ktp009776. List not complete! Contacted abbott 12/5 & 12/6 for replacements. Told exceeded unknown new policy replacement limit of 9 sensors. Abbott's libre 2 promotion hook of replacing failed sensors and new replacement policy of 9, not per FDA original approval of abbott libre 2 and its sensors. Sensor failures are abbott's failure of quality control not diabetics wearing abbott's libre 2 sensors. What happened to abbott's original advertising statement of replacing failed sensors? Diabetic's or their insurance companies should not be punished for their lack of quality control. Reference report: mw5164306, mw5164307, mw5164308, mw5164310, mw5164311, mw5164312, mw5164313 and mw5164314.